Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the device started moving and then "popped out" of the body and the patient then pulled it out completely. No patient complications have been reported as a result of this event.